Event description:
It was reported that upon interrogation, the device was in bvvi mode. Patient had received multiple therapies. It was noted that the charge time limit had been reached due to excessive charging. In addition, egms showed double- counting and delay in hv therapy. X-ray revealed that the lead had dislodged. Both the ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It is reported that pt was revised due to loosening.

Manufacturer narrative:
The reported event of a device reset was confirmed. The device reset at the end of a 90 minute period during which 106 charges to 830v were performed. During the final episodes, charging timed out at 30 seconds, the device had a microprocessor reset and reverted to bvvi mode. The episodes occurred due to noise on the ventricular channel caused by lead dislodgement.